Event description:
It was reported the patient's scs ipg became inoperable due to not charging it for a significant amount of time. As a result, the ipg was explanted and replaced with a different model, which resolved the issue and effective stimulation was restored.

Manufacturer narrative:
Recall: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.